Event description:
The customer reports that they could not get a good graft, the power was low, not enough power. They further stated that the blade was moving slow and the graft was thinner than normal, and they used it in pieces. A second graft was taken with another dermatome. There was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.